Manufacturer narrative:
(B)(4): approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further issues have been reported. A root cause for the report of gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to a local hospital (not implant center) due to drop in his hemoglobin to 8. The patient had a history of gastrointestinal (gi) bleeding. Upper and lower gi tests were completed. A superficial gastric lesion was noted in the patient's upper gi, and blood was pooling in his transverse colon. The patient received one unit of packed red blood cells.